Manufacturer narrative:
(B)(4) d10. Femoral stem cementless collarless standard offset 12/14 taper size 6 item# 574101060 lot# 3197305. 40mm i.d. Size f high wall liner item# 30124006 lot# 66760583. Bone screw self-tapping 6.5 mm dia. 35 mm length item# 00625006535 lot# j7672880. G7 osseoti 4 hole shell 54mm f item# 110010245 lot# 66481744. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right total hip revision approximately 7 weeks post-implantation due to a periprosthetic fracture. During the revision, the head and stem were exchanged, and cerclage wires were applied to the fracture area; the shell and liner remained implanted. Due diligence is in process and no further information on the reported event has been provided.